Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that a couple of days back the insulin pump had a blank display. The battery was changed and it worked for a while, but then alarmed battery out limit during normal use. Blood glucose value was 15 mmol/l. The customer had been treating with manual injections. The customer was assisted with clearing the alarm and reprogramming the time/date. The insulin pump passed the self-test. The customer stated that he had received a new battery cap and it is not damaged or corroded. The customer was advised to monitor the device and call if issues recur.